Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information obtained, a single definitive root cause could not be conclusively determined.

Event description:
It was reported that the patient had suffered from a lead migration. The patient experienced ineffective stimulation as a result.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention wherein an additional drg lead was implanted for an unknown reason.